Event description:
The event is reported as: the customer alleges that during intubation, the doctor noticed that the tip of the device was missing. The doctor performed a bronchoscopy along with x-rays and saw no missing tip in the patient. No patient injury or consequence.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. See scanned page.